Event description:
Information received indicates the head section of the bed will not lower.

Manufacturer narrative:
The hill-rom technician investigated and found the bed had no functions but did have power. The technician removed the cover for the power supply and the bed began to function. The technician inspected all connections, but could not determine the cause of the malfunction. The bed is functioning properly.